Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was found to have a damaged comb. The comb was replaced and resolved the reported issue. It was noted this unit was last serviced in 2009. The unit has not been returned since for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the arm is bent. At product evaluation investigation the unit was found to have a damaged comb. No adverse events were reported as a result of this malfunction.